Manufacturer narrative:
The pump alarmed button error and no button response due to corroded keypad traces. The pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he had difficulty checking the sensor as the buttons were not responding and he left the pump for a while when the alarm started. The customer stated that the button error occurred about a week ago. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.